Manufacturer narrative:
The complaint device was returned for evaluation. Device evaluation found that the warranty sticker was compromised as well as the watermark. Additionally, the front case housing and battery door were cracked and the device had no signal. The rf pcb was refurbished. The front case housing and battery door were replaced. The circuit boards were inspected. The device was calibrated and tested on a simulator. All testing passed. A definitive root cause cannot be determined; however, the water damage most likely contributed to the overheating. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, the device became hot. There was no report of patient involvement. No additional event or patient information is available.